Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage and dislodgment occurred. The target lesion was located in the distal left circumflex (lcx) artery. A 16 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the physician attempted to remove the device, it became stuck at the left main trunk (lmt) lesion where a stent was previously implanted and the promus premier stent was shortened. During removal of the device, the stent dislodged. The physician attempted to remove the dislodged stent with a guide wire, but failed to retract it into the sheath. The stent was removed by performing a cutdown procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears severely damaged with stent struts severely stretched and dried media on the stent struts. The damage is consistent with a stent been expanded and subsequently stretched. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The target lesion was located in the distal left circumflex (lcx) artery. A 16 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the physician attempted to remove the device, it became stuck at the left main trunk (lmt) lesion where a stent was previously implanted and the promus premier stent was shortened. During removal of the device, the stent dislodged. The physician attempted to remove the dislodged stent with a guide wire, but failed to retract it into the sheath. The stent was removed by performing a cutdown procedure. No patient complications were reported and the patient's status was good.